Manufacturer narrative:
This report is submitted in response to FDA notice titled breast implant-associated anaplastic large cell lymphoma (bia-alcl) provided on 21/mar/2017. The total number of cases referenced in the notice is 359, including 9 deaths. The information provided in the notice classifies the alcl events in different categories, including types of device, associated adverse events, presentation, and diagnosis details, but does not identify specific devices or patients. It is not possible to individualize this information into specific reports, and by definition already includes events reported by allergan in the past. Therefore, in accordance with 21 cfr 803, this report will represent acknowledgement of receipt of the notice and documentation of allergan's attempt to investigate adverse events identified in that notice. This report will not substitute for any investigation into complaints received where individual patients or allergan devices are identified, inclusive or exclusive of the 359 cases mentioned in the notice. (B)(4). The events of death, lymphoma-alcl, lymphoma, seroma, capsular contracture, and breast lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Saline device labeling: radiation to the breast ¿ allergan has not tested the in vivo effects of radiation therapy in patients who have breast implants. The literature suggests that radiation therapy may increase the likelihood of capsular contracture, necrosis, and implant extrusion. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. In the pass study, at least 1 reoperation was performed on 315 patients (36.5%) through 10 years. A total of 424 reoperations were performed. The primary reason for reoperation through 10 years on augmentation patients was implant deflation at 21.7%. The percentage of reoperations due to lump/mass/cyst increased from 8.5% of 293 reoperations through 5 years to 13.9% of 424 reoperations through 10 years. The occurrence of lumps, masses, and cysts can be expected to naturally increase as patients age and could be an explanation for the increase. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. For more complete and up-to-date information on FDA¿s analysis and review of the alcl in patients with breast implants please visit: http://www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosthetics/breastimplants/ucm239995.htm you are also required to report any product problem or serious adverse event to allergan. Deaths must be reported to allergan and FDA. Silicone device labeling: one of the key complications reported is called ¿capsular contracture.¿ capsular contracture is a tightening of the scar tissue (also called a capsule) that normally forms around the breast implant during the healing process after surgery. In some women, the scar tissue (capsule) squeezes the implant. This results in firmness or hardening of the breast, and it is a risk for implant rupture. Degrees of capsular contracture are classified by the baker grading scale.1 capsular contracture baker grades iii and IV are the most severe. Baker grade iii often results in the need for additional surgery (reoperation) because of pain and possibly abnormal appearance. Baker grade IV usually results in the need for reoperation because of pain and unacceptable appearance. Do not treat capsular contracture by closed capsulotomy or forceful external compression, which will likely result in implant damage, rupture, folds, and/or hematoma. Allergan has not tested the effects of radiation therapy in patients who have breast implants. The literature suggests that radiation therapy may increase the likelihood of capsular contracture, necrosis, and implant extrusion. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Similar to a bruise, a seroma occurs when the watery portion of the blood collects around a surgical incision or around a breast implant. You should perform self-examination of your breasts every month for cancer screening. However, this may be more difficult with implants. You should ask your surgeon to help you distinguish the implant from your breast tissue. The presence of lumps, persistent pain, swelling, hardening, or changes in implant shape, may be signs of a rupture of the implant. These signs should be reported to your surgeon and possibly evaluated with an MRI. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/ chest wall deformity. Alcl is not breast cancer; it is a rare type of non-hodgkin¿s lymphoma, a cancer involving the cells of the immune system. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. For more complete and up-to-date information on FDA¿s analysis and review of the alcl in patients with breast implants please visit: http://www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosthetics/breastimplants/ucm239995.htm

Event description:
FDA reports ¿the FDA has received a total of 359 medical device reports (mdrs) of bia-alcl, including nine deaths.¿ the median reported age of patients as 53, with a range of 25-91 within specified reports. The median reported time from implant to alcl diagnosis was 7 years, with a range of 0-40 years, within specified reports. A 203 of the reported devices were specified as textured and 28 as smooth; 128 were not specified. A 186 of the reported devices were specified as silicone and 126 as saline; 47 were not specified. Presentation of alcl included seroma in 158 reports, capsular contracture in 21 reports, peri-implant mass in 21 reports and ¿others¿ in 46 reports. A 119 of these cases tested negative for alk; 240 were unspecified. A 120 cases tested positive for cd30; 239 were unspecified. Manufacturer of these devices is unknown.